Event description:
A customer reported that in 2001, while pipetting an hiv-1/hiv-2 assay, summit sample handler delivered no diluent to row h. It is unclear whether an error code was generated. The plate was aborted. This incident was reported to ortho-clinical diagnostics in 2001. A field service engineer was dispatched and found no problems with the instrument. No death or serious injury resulted from this incident. Please note that this report is beyond the 30 day requirement because the info provided by the customer did not indicate that a malfunction occurred.